Manufacturer narrative:
Corrected data: upon review of medical records, this event is no longer considered a complaint.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The heart is a multivalvular system. Repair or replacement of one valve may affect the function of the adjacent valve by changing the heart structure and hemodynamics. Based on the available information, the root cause of the event was caused by procedural factors. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through medical records that after implantation of a 21mm valve, an a2 flail cord was seen on tee requiring re-arrest and implantation of a 29mm mitral valve. There were no complications. The patient was discharged on pod #11.